Event description:
It was reported that ap patient presented with a loss of radio frequency telemetry and an error message. Upon examination, no magnet response was noted. Loss of pacing was observed resulting in sustained arrythmia. Premature battery depletion was alleged. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.